Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level around 900 mg/dl, with ketones that were identified as dangerous by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged with the issue resolved and no permanent damage. During troubleshooting with tandem customer technical support (cts), the customer was using lyumjev insulin with the pump. Cts informed customer that lyumjev insulin is off-label per the user guide.